Event description:
The service report shows that during a pre-patient checkout, the respiratory noted that the device audio alarm was not functioning. The nellcor puritan bennett customer support engineer inspected the device and verified that the audio alarm worked intermittently when the harness was moved. The customer support engineer replaced the audio alarm assembly, and verified proper alarm operation. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.